Event description:
Implant failed and was removed, date unk. One person affected.

Manufacturer narrative:
This event was mistakenly identified as a reportable event. What actually happened was that a sales rep gave the implant to the client as a sample. The client did not want it and returned it to the co. As no info accompanied the implant and the client could not be reached in a timely manner, the implant was thought to be a failed one. In addition, there was a mix-up as to who the client was. Not a reportable event.